Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.6 inspection of the endoscopic system. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (rubber breakage at the base of the insertion part) was confirmed due to a damaged image guide protector. In addition to the foreign objects in the nozzle, additional evaluation findings were as follows: the adhesive on the bending section cover had a chip, the plastic distal end cover had a scratch and a burn, the adhesive around the light guide lens was peeled, and had a white-clouded area, the objective lens had a scratch, the adhesive around the objective lens was peeled, the indication on the scope connector was peeled, paint on the air/water cylinder was peeled, the protector of universal cord on the scope connector side and the grip had scratches, and the electrical connector was deformed. Due to clogging of nozzle, the water removal ability did not meet the standard value, the adhesive on the bending section cover had a white-clouded area and a crack, and the connecting tube had a dent and a scratch. Additional information obtained: the customer cleaned, disinfected, and sterilized the device before sending it to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using an evis lucera gastrointestinal videoscope, there was rubber breakage at the base of the insertion part. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, the nozzle had foreign objects. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.